Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was diabetes complications. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customers blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 24 hours prior to passing due to dialysis. The caller did not state whether the customer was using sensors. The caller agreed to return the insulin pump for analysis when they located it.

Manufacturer narrative:
Additional information added.

Event description:
Spoke with the customer's wife and she stated that nothing was wrong with the pump.